Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 249mg/dl. The caller mentioned that his belt clip loop is constantly coming off, and then the device swings. Troubleshooting was performed, and the drive support cap was sticking out. The customer stated that he was in the hospital for eight days, but he was disconnected from the insulin pump until they could control his glucose level, and he was treated with an insulin drip. They put him back on the device and called to have the settings changed. The customer stated that his blood glucose has been higher since the settings were changed. No further information was provided.